Event description:
This rv lead was implanted on (B)(6) 2009 and was explanted on (B)(6) 2018 due to infection and erosion. The physician was dr. (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).